Event description:
According to the reporter, prior to use, the device was difficult to load and did not activate. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.